Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 1. Please reference medwatch with patient identifier (B)(4) for the compact plus system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 7 minutes: 118 mg/dl (compact plus system 1) and 40 mg/dl and 119 mg/dl (compact plus system 2). No adverse event was reported. The alleged product was replaced and requested for evaluation.